Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The inspiratory flow sensor was replaced to resolve the reported issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of control mode ventilation. Their was no patient involvement.